Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer attempted to load multiple new cartridges however the issue persisted. During troubleshooting the customer cleaned the pneumatic tap area on the pump and reinserted the cartridge which ultimately resolved the issue and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.